Event description:
It was reported that balloon rupture occurred. Vascular access site obtained via femoral artery. The target lesion was located in a severely calcified unspecified vessel. A 1.20mm x 8mm emerge balloon catheter was selected to dilate the lesion. The balloon was inflated twice, however the balloon ruptured at rated burst pressure. The balloon was successfully removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).